Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and leak tested. Visual inspection discovered that both cylinders had buckling folds in the proximal, middle, and distal portions of the cylinder. The kink resistant tubing (krt) of both was worn to the filament at the distal end of the krt. Both cylinders passed the leakage test. The ms pump was visually inspected and underwent leak and functional testing. The pump passed the leak test, but did not pass activation and inflation testing. The reservoir was visually inspected, and leak tested. Visual inspection identified wear at a fold in reservoir shell. However, the reservoir passed leakage testing. Based on the information available and analysis results, the pump inflation and activation issues could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) presented occasional auto deflation issues. Besides that, the patient felt a curvature in the shaft which was not implant related. The device was explanted and replaced. No patient complications were reported.